Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. Patient described the area as red, burning, and itchy under the te pads. There was no alleged device malfunction contributing to the irritation. The patient¿s nurse temporarily removed the equipment for the skin irritation. Outcome of the irritation is unknown as follow up attempts were unsuccessful.